Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that the light turns on intermittently and heated up real hot. It was further reported that the light intensity does not adjust.